Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the placement of the angio-seal device was correct but the puncture site was not closed. The patient was treated as intended and manual compression was performed. Bleeding occurred in the procedure room but there was no significant blood loss and no complications. The patient is stable and had no consequences. Additional information was received on 6/18/18: it was reported that they were performing a standard angiography using a 6fr procedure sheath. There were no difficulties with the arterial access, sheath, guidewire or catheter insertion. There was no pre deployment angiogram performed. There were no any issues with insertion, deployment, or withdrawal of the device. The patient does not have a history of a bleeding disorder. The patient is not on daily blood thinning medication. The patient had blood thinning medication such as, clopidogrel and heparin. Bleeding occurred at the puncture site. There was no medical or surgical intervention performed to treat the bleeding. Manual compression was held for about 15 minutes.

Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
One used 6fr angio-seal sts plus device was received for product evaluation. The device was received along with the tamping tube and arteriotomy locator. The returned components were subjected to visual analysis. The hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. There was 0.632" of the suture was exposed at the distal tip of the hemostatic sheath as measured with a sliding gauge. The clear shrink wrap marker was not observed in the exposed portion of the suture. Tension was applied to the exposed suture and an additional 1" of suture was released with the clear shrink wrap marker. The tamping tube was returned separated from the suture. There were no visual anomalies noted with the tamping tube. There were no gross visual anomalies noted with the arteriotomy locator. The distal end of the exposed suture was examined. The distal tip appeared blunt as through the suture was cut with a sharp edge. No other anomalies were noted. Based on the returned device, the complaint cannot be confirmed as the returned device appeared consistent with successful deployment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.